Event description:
Info rec'd indicates the valve was removed due to partial thrombus or pannus-overgrowth noted on the valve. Echo done prior to explant indicated a normal functioning device. The device was replaced with no add'l pt complication reported.